Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck at the blue carefusion screen. The technical support specialist (tss) confirmed that the issue was resolved. The station displayed "initializing device" and eventually launched the medapplication successfully. The customer verified functionality and granted permission to close the case. The system functioned as intended after the issue was resolved from the customer end.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck at blue carefusion screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck at blue carefusion screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.